Event description:
The customer complained that the bed's head and knee was stuck in the up position. Would not be able to lower bed into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the left caregiver signal board and the left caregiver controls, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.